Manufacturer narrative:
Product complaint # (B)(4).for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study no; dots clinical adverse event received for significant crepitus event is serious and is considered severe there is a remote possibility the event is related to device and is probably related to procedure. Date of implantation: (B)(6) 2020. Date of event (onset): (B)(6) 2022. (Left knee). Treatment: revision surgery.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.